Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that the pocket created for their permanent ins had a larger incision and more fluid than their trial; the fluid conducted more stimulation in their abdomen and the patient experienced pain. The patient stated that the stimulation was only suppose to affect their lower back. It is noted that since the area is healing and creating more scar tissue there is a lot less spreading of the stimulation and less pain. Indications for use are lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.